Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting an error code 1203 alarm low leak co2 rebreathing risk message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised to perform pvt flow testing to verify correct flows. Provided parts ID for the flow sensor assembly as needed. Investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.